Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in (B)(6) site 7, the implant had not achieved osseointegration in type ii bone. Clinician reports this implant was placed immediately after extraction. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 7, the implant had not achieved osseointegration in type ii bone. Clinician reports this implant was placed immediately after extraction. The product will be forwarded to the manufacturer for investigation. There were no reported complications.